Event description:
The event is reported as: the customer alleged that there was a failure of the endotracheal tube. The pt had an emergent endotracheal tube exchange and subsequently had a bronchoscopy for possible aspiration. The rt and physician examined the tube after it was changed out and heard a slight leak coming from the pilot balloon. No pt injury reported.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. A DHR (device history record) review could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it teleflex will continue to monitor and trend relating complaints.